Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because no lot information was provided. Additionally, the complaint history review was not performed because no lot information was provided. Based on available information, the cause of the reported single leaflet device attachment could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Date estimated. The UDI number is not known as the part and lot number were not provided.

Event description:
This is filed to report a single leaflet device attachment (slda). It was reported that on (B)(6) 2021 a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr). It was noted during a follow-up echo that the implanted clip was detached from the posterior leaflet. Treatment for the slda has not been provided at this time. No additional information was provided.